Event description:
Customer reporting 1 false positive flu b result. Customer states the result was confirmed negative by pcr. Symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.